Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was placed into the high septum which looked like a great position. However, a lot of noise, poor sensing and pacing impedance measurements greater than 3000 ohms were noted despite using both channels on the pacing system analyzer(psa), switching cables and using a different analyzer. Next, the green implant tool was removed and replaced, the helix was extended and retracted again with no change. The implanter switched to a blue tool with four attempts and that did not resolve the issues. Additionally, the physician clipped the psa clips directly to the terminal pin, despite this being off label use, and noise and the out of range impedance was still noted. The lead was removed and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.